Event description:
In 2008, a sale rep reported that a revision surgery was performed to remove hardware after healing. The pt's original surgery was performed due to a traumatic burst fracture approx one year ago. During wound closure during the hardware removal, the reporter noticed that there were threads broken in the tip of the polyaxial screwdriver. There was a brief visual inspection of the wound performed. Because the device parts from the thread were thought to be very small an x-ray was then removed. There was nothing found in the wound and no harm to the pt.

Manufacturer narrative:
Return of the device has been requested. Investigation pending return of the device.